Manufacturer narrative:
Citation: gandolfo c. Acute obstructive thrombosis of sapien 3 valve after valve-in-valve transcatheter aortic valve replacement for degenerated mosaic 21 valve. Jacc cardiovasc interv. 2018 jan 22;11(2):215-217. Doi: 10.1016/j.jcin.2017.08.054. Epub (B)(6) 2017. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding (B)(6) male patient with medical history hypertension and ischemic stroke had been implanted with a 31 mm mosaic bioprosthetic valve (serial number not provided) implanted into the aortic position. The valve was replaced in a valve-in-valve procedure with a non-medtronic valve due to severe stenosis, gradient of 51 mmhg, and valve thrombosis. No additional adverse patient effects or product performance issues were reported.